Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he received a replacement insulin pump that day but it had a blank display after inserting the battery. The display did not returned after troubleshooting. Customer's blood glucose level was 147 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a constant blank display during boot up due to moisture damage on all electronic assemblies. Unable to perform the displacement, operating currents, or off no power tests due to the blank display. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window.